Event description:
Boston scientific received information that during interrogation of this pacemaker a ventricular tachycardic episode was stored, was determined to be a loss of capture in the atrium and farfield oversensing in the ventricle by a technical service consultant. The device remains implanted. No adverse patient effects were noted.

Manufacturer narrative:
As of today this pacemaker remains implanted. A technical service consultant recommended interrogating the atrial thresholds and the ventricular sensing. No additional information is available at this time. If additional information is received, this event will be updated. The device was explanted 4.7 years later due to normal battery depletion.

Event description:
Event description boston scientific received information that during interrogation of this pacemaker a ventricular tachycardic episode was stored, was determined to be a loss of capture in the atrium and farfield oversensing in the ventricle by a technical service consultant. The device remains implanted. No adverse patient effects were noted.